Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of an administration set disconnected from the IV hub. Above the second cylindrical plastic piece. This occurred during infusion. The device was being used with a non-baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.